Event description:
Display-backlight failure [device issue]. No adverse event [no adverse event]. Case description: this initial device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria technical services regarding a device issue with inomax dsir# (B)(4). The rt explained that inomax dsir# (B)(4) had a display issue. The device was on a pt at the time of the device issue and no harm was reported. The screen went blank, a backup unit was set up, and the device was switched out. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service eval. Investigation results were received on (B)(6) 2015. Case comment: on (B)(6) 2015: this device case did not result in an adverse event, however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4). The device investigation was completed on 01/05/2015. Eval summary: device was returned to the MFR for service investigation. The ikaria regional service center (rsc) investigation confirmed the reported complaint of display is blank. Reviewed the service log also revealed several delivery failure (df) events due to backlight current below minimum, consistent with the display is blank complaint and faulty touchscreen/display assembly. The rsc replaced the touchscreen/display assembly. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident is display-backlight failure. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR # 3004531588-2013-00023).